Manufacturer narrative:
An evaluation was performed for the customer reported issue of output too high. The device from this complaint was returned and evaluated at the regional service center and the reported issue could not be confirmed at this time; the device was powered on with battery alone, then, the device was connected to an ac cable and was powered on. In both cases the device powered on properly, with audible tones present. The device was set to run at 125ml/hr, after 15 minutes the average rotor timing was measured. At this setting the device should have an average rotor timing of 9.2-11.2s. The device had an average rotor timing of 10.22s, measured with a stopwatch. The device was then set to run at 150ml/hr and would do so for 30 minutes to complete the volumetric accuracy test. The device would optimally deliver 75ml of fluid during this time. The device has a tolerance of +-10% meaning the device can deliver between 67.5-82.5ml of fluid and be considered accurate. The device delivered 79.23ml of fluid, measured by mass and converted back into ml. The device displayed that it delivered 73ml of fluid. The device passed both rotor timing and volumetric accuracy tests. The device then went through and passed recertification. An internal inspection was performed, no anomalies were found. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the output is too high.